Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The pneumatics module (pm) was compromised by the customer. As a result, the pm was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 4, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).

Event description:
A customer reported that they used the vfc extraction without a syringe. Timing of the event and patient impact are unknown. Additional information has been requested.